Event description:
It was reported that the customer's blood glucose was running high. She received one meter reading of 397 mg/dl and another meter read 430 mg/dl. Customer believed the insulin pump was not on tight enough. She also stated she received a no delivery alarm the previous year and had a no power alarm at some point. Customer did not answer when troubleshooting for high blood glucose was offered. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.